Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. The reported activation failure and the reported difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported activation/deployment failure. During removal, interaction with the sheath resulted in the reported difficult to remove. Manipulation of the compromised device resulted in the noted device damages (separated/wrinkled, bent/flared stent struts, cracked stabilizer/outer member/I-beam) and ultimately upon removal resulted in the reported/noted tip material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report: it was reported the tip separated outside the anatomy upon removal from the sheath.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro ll device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that this was a procedure performed to treat multiple stenoses of the mid superficial femoral artery (sfa), via an antegrade approach. The 6x150mm absolute pro stent delivery system was advanced over a 0.035 unspecified guide wire to the lesion. The thumbwheel was engaged; however, the stent failed to deploy. An initial attempt to retract the stent back into the sheath was unsuccessful, as the proximal marker of the stent was stuck at the sheath. After several attempts, the stent was able to be retracted into the sheath and withdrawn without an issue. Four supera stents were implanted to complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.